Event description:
It was reported that "pt had a stiff knee, poor rom. Physician took out primary baseplate, recut the tibia and put in a new baseplate and spacer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information, including x-rays and medical records, was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.